Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not display "test ok" message after defib test. Complainant indicated that there was no patient involvement in the reported malfunction.